Event description:
It was reported that "as the instrument was being passed through the seal, a piece of the seal came off and was retrieved."

Manufacturer narrative:
When the investigation is completed, I will file a supplemental report.